Event description:
Procedure type: hernia. Patient gender: unknown. According to the reporter: the balloon popped during the case and they were uncertain if all the pieces were retrieved. The operating time and incision were not extended as a result. No patient injury was reported.